Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, an error code 5 was received. The jaw of the device could not be closed. Changed to another device to complete the procedure. There were no adverse consequences to the pt.